Event description:
Father reported around 4:50 pm his daughter¿s bg¿ got up to 500 mg/dl and would not come down.¿ earlier that day, her bg ranged from 225 to 382 mg/dl. Upon changing the pod, father thought the cannula appeared kinked. Her bgs decreased with the new pod. Product was not returned for eval.

Manufacturer narrative:
A kinked cannula has the potential to restrict insulin delivery and may result in hyperglycemia. Since the pod was not returned, however, we cannot confirm any product malfunction or defect that may have contributed to the customer¿s hyperglycemia. The omnipod¿s user guide warns to ¿check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result.¿ the user guide also warns that ¿test results greater than 250 mg/dl mean high blood glucose (hyperglycemia),¿ and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by an hcp. Check blood glucose again after two hours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of a 4 hours then replace the pod and contact an hcp for guidance. Lot qualification records were reviewed and determined to have passed all acceptance criteria.